Event description:
It was reported that during the pulsed field ablation (pfa) procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. No issues were observed during preparation or insertion. After a farawave catheter was inserted, aspiration was performed, and air ingress was noticed through the valve of the faradrive steerable sheath clear. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis

Event description:
It was reported that during the pulsed field ablation (pfa) procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. No issues were observed during preparation or insertion. After a farawave catheter was inserted, aspiration was performed, and air ingress was noticed through the valve of the faradrive steerable sheath clear. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The product is expected to be returned for analysis.

Manufacturer narrative:
The returned faradrive steerable sheath failed leak testing as the device could not maintain pressure within the sheath and leaking occurred. Inspection of the hemostatic valves found the external valve torn on the outer face by the center slit, compromising the valve's ability to seal pressure and fluid within the sheath.